Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported rupture and capsular contracture, baker grade iii. This relates to the left side. The device has been explanted.

Manufacturer narrative:
Device analysis: visual analysis of the returned device identified: fold creases and the device was broken shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: one opening crease sharp, one opening in the shell with sharp edge with stress marks assessed as surgical impact opening, broken crease sharp, wear abrasion and stress marks. Based on the device analysis the final assessment is, "one opening crease sharp assessed as fold flaw opening, a broken crease sharp assessed as fold flaw opening, and a sharp edge opening in the shell with stress marks due to surgical impact opening." A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician reported rupture and capsular contracture, baker grade iii. This relates to the left side. The device has been explanted.